Manufacturer narrative:
The device has not been received by anspach. If add'l info is received, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report 2 of 3. Report received from the USA stating that the device "broke" when used with the attachment during a minimally invasive microdiskectomy for a left l4 and l5 herniated nucleus pulposus. There was a short delay in surgery of about three minutes to get another attachment and drill bit. A drill bit from the same lot was used and it broke again. A drill bit from another batch was used and the case was completed. There was no add'l info provided.